Event description:
It was reported that there was oversensing of noise on the atrial channel that caused an inappropriate atrial tachy response (atr) episode. Review of the episode by boston scientific technical services (ts) reviewed the stored information and it was determined the noise appeared consistent with minute ventilation sensor oversensing. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.